Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they didn't feel stimulation and this started happening about "a month" and a half ago but did confirm it was "the middle of ((B)(6) 2019)". Patient service specialist (pss) helped them use controller and they confirmed stimulation was on, on group b on setting 1 but it turned out her stimulation was at 0.0v because when they pressed the increase button it said 0.1v. They increased to 3.2v and reported feeling stimulation. Patient had some hear tests recently including a stress test, an xray and a breathing test so one of these could be responsible as someone may have turned stimulation down for these tests so no interference would occur. Troubleshooting resolved the issue. Consumer called a few months ago about it taking too long to charge. Consumer at that time didn't know when this issue started. At that time, they did find the controller wasn't actually charged so they charged it but patient still continued to have issues. They clarified that they knew that it did start sometime in 2019. "One night it took over a hour to charge it 3 percent". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndr ome and spinal pain. The patient reported that it seems like it¿s taking a long time to charge the ins. It was noted that the patient charges the controller to 100% after each use. It was reported that one time, the patient was charging the ins, and it stayed at 20% for an hour. No symptoms or complications were reported.